Event description:
Transcam nuclear medicine camera was being prepped to be used. During prep, the tech said the detector suddenly came forward towards him and fell to the floor. Three of the right bolts holding the detector to the yoke were bent, bolts appears to have pulled through threads in the detector. No harm to the patient.